Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed sales unit package with product code nw3348. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: ques- was there any adverse consequence associated with the patient? Ans- no. Ques- were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans- no. Ques- what tissue was being sutured when the event occurred? Ans- fascia. Ques- was additional dissection required in other organs/tissues other than the target tissue? Ans- no. Ques- was there any change in the patient¿s post operative care due to the prolonged procedure? Ans- no. Ques- was there any adverse consequence associated with the patient? Ans- no. Ques- were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans- no. Ques- what tissue was being sutured when the event occurred? Ans- fascia. Ques- was additional dissection required in other organs/tissues other than the target tissue? Ans- no. Ques- was there any change in the patient¿s post operative care due to the prolonged procedure? Ans- no.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2023 and suture was used. During the procedure, when the surgeon was closing the fascia layer, the suture broke down from the swage point. The surgery was delayed by 10 minutes. Another like device was used to complete the procedure successfully. There were no adverse patient consequences reported. Additional information was requested.